Event description:
It was reported that the ilet displayed an alert 38 indicating a consecutive motor stall following restart attempts, and the pump would not rewind, leading to a device replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included review of user reports and device exchange with instructions to shut down the device, sync data to the mobile app, and return the original unit. Investigation of this device revealed a stalled motor associated with the pump¿s infusion mechanism, consistent with a device mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the motor drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.